Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the screen during bolus. The customer also stated that the insulin pump's keypad was unresponsive. Blood glucose level at the time of the incident was 500 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No ramping numbers were noted. The pump had a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.